Event description:
The reporter stated that the surgeon inserted a aa4203tf toric silicone lens. The lens haptic tore during insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.